Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry, 4 years post implantation of a 23mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 23mm inspiris surgical valve. The reason for the explant is unknown.

Manufacturer narrative:
This event was identified as a duplicate of MFR report number 2015691-2022-07712.

Manufacturer narrative:
Updated sections b5, b7, and h6- device and clinical code.

Event description:
As reported by implant patient registry, 4 years post implantation of a 23mm sapien 3 valve in aortic position, the valve was explanted and replaced with a 23mm inspiris surgical valve due to moderate aortic insufficiency, central insufficiency jets, anterior moderate perivalvular insufficiency jet in a trace posterior perivalvular insufficiency jet, and moderate to severe stenosis of the bioprosthetic aortic valve.